Manufacturer narrative:
Additional information was requested. This product investigation is still in progress. This report will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for apparent supraventricular tachycardia (svt) episodes. Therapy was exhausted on repeated occurrences. Boston scientific technical services (ts) recommended programming parameters to the health care professional (hcp). The ICD remains in service. No adverse patient effects were reported.